Event description:
A device report from (B)(6) indicated a surgeon in (B)(6) reported: surgeon was performing a pfna procedure. During the procedure surgeon measured to determine the length of the blade, 85mm. When trying to attach the blade into the insertion handle it was discovered there was no thread on the back of the blade. Surgeon could not connect the two items to insert the blade. Surgeon had to use a 95mm blade instead, which was not ideal.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates no defect visible only slight scratches on the side of the blade. Blade could be opened with no problem. The blade is fully functional. It could be possible that the user may have turned the wrong way (left threaded). The manufacturing documents were reviewed and no discrepancies to the specifications were found. The cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.